Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and date rec¿d by MFR are unknown. No product information has been provided to date.

Event description:
It was reported that when trying to prime the tubing with fluid and the fluid would make it only one quarter of the way up the tubing and then stop. The tubing never got connected to the patient because this problem occurred while priming. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d10: correction: device available for evaluation: no, h3: correction: device evaluated by manufacturer: device not returned to manufacturer.